Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: none. It was reported that the rx xience v was implanted in the proximal rca and a dissection occurred. The dissection was successfully treated with another drug eluting stent. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info. Dissection, as listed in the xience v instructions for use (IFU), is a known adverse event associated with coronary stenting and not necessarily an indication of a product quality issue. Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. Although there is no indication of a product quality issue; a conclusive root cause for the dissection and the relationship, if any, to the device, cannot be determined.